Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate shocks due to this electrode being fractured and the noise was oversensed. Subsequently, this s-ICD system was disabled, and a revision procedure was performed to explant and replace this electrode. The same s-ICD was used with the new electrode, and both remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate shocks due to this electrode being fractured and the noise was oversensed. Subsequently, this s-ICD system was disabled, and a revision procedure was performed to explant and replace this electrode. The same s-ICD was used with the new electrode, and both remain in service. No additional adverse patient effects were reported.